Event description:
It was reported that the intra-aortic balloon (iab) wire was too weak. Sometimes the iab would unfurl immediately after the blue t handle was removed making insertion difficult. The proximal marker could be hard to visualize. For some reason the distal marker was easier to see. There was no reported injury or adverse event to the patient.

Manufacturer narrative:
UDI # is incomplete as the iab model, catalog#, lot #, manufacture date, exp. Date were not provided. If any pertinent information is received in the future, a supplemental report will be submitted. The device was not returned and could not be evaluated. It will not be returned for investigation. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID # (B)(4).